Event description:
It was reported patient's device was placed in MRI mode and accidentally deleted the bluetooth connection and unable to repair after several attempts. Company manufacturer met with patient and realized one of the cp¿s had a pairing with her ipg and was able to re-establish a connection. The device is out of MRI mode and the controller is repaired. The ipg is providing therapy.

Manufacturer narrative:
B3-date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation